Event description:
As reported by the user facility: the customer reports that the needle was used on the pt but the safety failed to work and the nurse received a stick injury after taking blood from the pt.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The actual device involved in the reported incident was not returned for investigation. No defect was detected on the returned unused device from the same lot. A review of the batch and mfg records revealed no abnormalities or nonconformities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.